Event description:
It was reported in a presentation that a patient presented with back pain, no leg pain, and worsening posture. No medical problems were reported. The patient underwent posterior spinal fusion using 6.5mm screws from t2 to sacrum. At two week post-op visit, the patient reported she felt that her head was "falling forward." The next day the patient experienced numbness and weakness in the right leg and urinary retention. The patient was admitted to the hospital on a medicine service for urinary tract infection. The following day, the patient was paraplegic on the hospital ward. The patient was seen for evaluation; the wound looked good, "t4 sensory level" and MRI was negative. Imaging films showed a stress fracture / dislocation at t1 / t2 pedicle facet. The patient underwent a laminectomy from c7 to t3 / extension to c4. Post-op, the patient had improved neurologically. The patient's left leg moved somewhat but the right leg was still very weak. The patient then underwent vertebral column resection (vcr) at t2 / extension to c4. Post-op vcr both legs moved. The left leg was stronger than the right leg. The patient demonstrated steady motor improvement over the next two weeks. At 6 months follow up, the patient was ambulatory.

Manufacturer narrative:
Rods, pedicle screws and extension - therapy dates unknown. (B)(4). Multiple imaging films verify a construct from t3 to pelvis (posterior only fusion) with subsequent fracture dislocation above the construct and extension to c7 followed by further extension to c4. Our assessment of the reported event, at the time of this report, is inconclusive; the root cause may be related to surgical technique.